Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The root cause of the reported difficulties cannot be determined. The subsequent treatments are related to the circumstances of the procedure. In this case, it is possible there is a product quality issue, as it indicates the catch for the plunger was not bent; however, this cannot be confirmed as the device was not returned for analysis and there is no indication from manufacturing or complaint review of a product quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a starclose se device after a diagnostic procedure using a 6f sheath. Reportedly, the locator wings were closed immediately during step 2. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.